Event description:
Facility paramedics connected the device to a pt determined to be in cardiac arrest. An attempt was made to analyze the pt ECG in AED mode. Reportedly, the device prompted that the therapy cable was not connected and analysis could not be initiated as a result. The pt was not resuscitated. The facility determined the pt was not a likely candidate for resuscitation.